Event description:
Back of resident's wheelchair fell off. Resident fell backwards out of chair. Stated she hit her hed. Nursing staff turned the wrong way. Dr's office was notified. In evening of date of event the daughter spoke with her mother. Resident stated her neck was hurting.